Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient presented with pre-operative diagnosis: hangman's fracture. For which patient underwent c2- c3 anterior cervical fusion. Intra-op, the surgeon was inserting a screw while checking image. Lateral image showed no problem with the insertion but it could not be confirmed in ap image because the frame was "getting in the way". After extubating, CT images revealed that both sides screws at c2 were deviated. After 2 hours from the incident, revision surgery was performed for replacement of the screws. There was a delay in overall procedure time as a result of the event. Patient complications were reported as unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.